Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9625 3.0mm hex driver tip broke while inserting the first screw. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9625 batch 022343 was received for evaluation. Visual inspection revealed that the tip was broken off functional testing was not performed due to the tip being broken. The overall length of the device was measured according to drawing c13888, revision 2. The specified overall length (oal) is 6.00 ± 0.01 inches; however, the measured result was 5.90 inches. The drill is shorter due to the breakage. The most likely cause(s) for the reported failure can be attributed to user error, excessive forces through leveraging/prying the device.